Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving bupivacaine (10 mg/ml at 2.53 mg/day) and morphine (20 mg/ml at 5.65 mg/day) via an implantable infusion pump. The indication for use was malignant pain. It was reported that the patient had a magnetic resonance imaging (MRI) performed due to a lack of efficacy from the pump. The pump was interrogated and had not recovered more than 2 hours post MRI per the caller. It was noted that no audible pump alarm had been heard. The caller was redirected to follow up with the healthcare provider (hcp). No further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-oct-30 from a health care professional (hcp). It was reported that the cause of the patient's lack of efficacy was unknown. A dye study was performed on 2018-(B)(6) and a catheter revision was performed on 2018-(B)(6). The cause of not hearing an active alarm during the motor stall was not determined. The motor stall had recovered the same day after the last call was made. The patient's weight was provided. The pump was not explanted due to the motor stall recovery. No further complications were reported.

Manufacturer narrative:
Device code was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found no anomalies. Analysis of the implantable intrathecal catheter ((B)(4)) found a hole due to a deep abrasion. If information is provided in the future, a supplemental report will be issued.